Manufacturer narrative:
No unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed the high pressure test. Customer's blood glucose was 190mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose was high but did not indicate a level that was different than 190mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.